Manufacturer narrative:
Based on the 36 pages of medical records info it appears that on (B)(6) 2015, this (B)(6) male patient expired. According to the end stage renal disease (esrd) death notification, the cause of the pt's death was cardiac arrest of unk cause. The esrd death notification does not mention a secondary cause of death. Medical records do not contain a death certificate or autopsy reports for review. Dialysis flow records reveal that the pt has no increase in intraperitoneal volume (iipv). Dialysis flow records reveal any adverse event occurred from (B)(6) 2015. According to the peritoneal dialysis registered nurse (pdrn), the pt expired during treatment while connected to the cycler. Medical records do not confirm patient was receiving hemodialysis at the time of death. Pdrn did not have any info as to signs/symptoms of the pt's condition during the event. Medical records do not contain any progress notes, dialysis treatment sheets, lab results or medication records from the date of death for review. Medical records do not reveal any medical intervention occurred on date of death. Bicarbonate level on (B)(6) 2015 was normal. There is no documentation in the medical records that indicates a causal relationship between the pt's liberty cycler and concomitant products and the pt's death. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found six lot number shipped to the customer during the time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the document product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A (B)(6) male peritoneal dialysis patient expired at home on (B)(6) 2015. The cause of death listed as cardiac arrest, unk cause. According to the peritoneal dialysis registered nurse (pdrn), the pt expired during treatment while connected to the cycler.